Event description:
Pt's meter would power off during use. They did not have any symptoms. This issue was not resolved with troubleshooting. They went to their doctor because they needed to test their blood glucose level. A replacement meter was sent to pt. No further info has been reported.